Event description:
Prior to implantation of the device involved in this MDR report, the ICD device was interrogated; the initial interrogation failed. When a new attempt was done, warning message related to occurrence of a reset was displayed. Therefore, the packaging box was not opened and the device was returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: the observed reset resulted from an alteration of one byte of the downloaded software; the root cause of this alteration could not be identified with certainty but the most probable hypothesis is a transient software error ("single event upset" or "bit-flip") due to transfer of energy from a charged particle. This is a known, rare, and non destructive phenomenon in microelectronic circuits. The log file of the interrogation during the incident was not available; therefore, it was not possible to explain if the long time to stop the interrogation was caused by some possible telemetry errors or if it is more likely due to the time necessary to save all the expert file. Finally the reset was forced by the programmer with a normal re-initialization of the device, no further actions are necessary. The device has been recycled at the final step of the manufacturing process in order to reload the software and the parameters (the warning for microprocessor reset has been consequently erased). It will be released back for distribution after control of the operations performed in compliance with our manufacturing and quality procedure.